Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device broke during a flexor digitorum longus tendon transfer surgery. After inserting the screw the driver was removed and the screw just came out in bits, although the bone was assessed as soft and nothing impacted on the screw during insertion. All fragments were removed from the patient. According to the surgeon there was no harm for patient, operator or third party. The surgery was finished successfully with a different device with the part number ar-1555bc. It was not necessary to switch the surgical technique or do a second surgery.